Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) stated that the customer was quoted and will update once there is new information. It was later informed by the fse that the customer contacted a third-party company to repair the device, and the device was now back to normal. Also, it was stated the customer was unable to disclose any relevant information.

Event description:
It was reported that during use on a patient by the customer, the cs100 intra-aortic balloon pump (iabp) alarmed an autofill failure , and the equipment was replaced and used without causing any personal injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient by the customer, the cs100 intra-aortic balloon pump (iabp) alarmed and automatic inflation failed, and the equipment was replaced and used without causing any personal injury.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.